Manufacturer narrative:
Post market safety reviewed this case and determined there is insufficient information available for assessment at this time. The customer reported the device would automatically increase the bolus dose from 7.5mg to 8mg and the screen appeared differently. The customer was at work at the time of the report so details were not available, specifically related to pdm programmed settings including reverse correction, correct above, max bolus, target glucose, as well as iob and blood sugar level. Additional information has been requested from the customer and this case will be reviewed further if new information is received. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the omnipod personal diabetes manager (pdm) did not register the decimal point and rounded up a bolus dose of 7.5 units to 8 units. Additionally, the screen appeared differently, the issue has occurred once.